Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of migration and tissue damage were not confirmed via product analysis. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had bulge with broken fabric treads in cylinder body. Both cylinders had wear at fold in cylinder body. There was a leak in the kink resistant tubing (krt) attributed to sharp instrument damage consistent with explant damage; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. The krt was worn to filament. There was no damage to the pump. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient experienced herniation of his ambicor penile prosthesis (app) cylinder. The patient underwent a revision procedure and cylinder and pump were explanted and replaced.

Event description:
It was reported that patient experienced herniation of his ambicor penile prosthesis (app) cylinder. The patient underwent a revision procedure and cylinder and pump were explanted and replaced.